Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her doctor advised her to call for troubleshooting. Customer reported that she had been experiencing low blood glucose levels for a couple of weeks leading up to the call. Blood glucose level at the time of the incident was 44 mg/dl, which was treated with food. Blood glucose level at the time of the call was 77 mg/dl. The customer reported that the insulin pump had been exposed to high magnetic fields, but the device passed the self test during troubleshooting. The insulin pump was not replaced or returned for analysis.